Event description:
It was reported that a patient underwent an ablation procedure on (B)(6) 2022 and suture was used. Post-operatively, the patient had surgery on (B)(6) 2022 and returned for a wound that dehisced on (B)(6) 2022, the doctor did look more closely at the suture and the knots were intact. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: the product seemed to break unexpectable after patients surgery. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the current status of the patient? I have reached out to the account for additional information and have not received any feedback.